Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient fainted, falling to the floor and hitting his head. According to the patient¿s partner, a fingerstick was performed and the bg showed 58 mg/dl, while the cgm was 99 mg/dl. The patient¿s partner treated him with a dose of glucagon nasal powder (3 mg) and the patient regained consciousness. At the time of the report the patient is stable however, he continues to experience a headache and has a pain in the right shoulder but has not yet visited a healthcare facility (hcf). The patient stated they would determine later whether they need to seek medical care. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.